Event description:
A maude database search conducted on (B)(6) 2021 found a maude report number mw5105119. The event description states: "patient had a cholangiogram with placement of biliary drains. About 6 inches of the glidewire sheared off during the procedure."